Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 13 states, "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported by the patient's legal counsel that patient had an initial left hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to allegations of left hip pseudotumor and leg length discrepancy. Operative notes reported slight metallosis staining in the fluid around the joint. During the procedure, the head was found cold welded to the trunnion. The head and adapter were removed and a head and liner were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.